Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was programmed using guardrails for argatroban at the rate of 2mcg/kg/min with intended volume of 125ml. After forty five (45) minutes, it was reported the entire bag had been infused into patient. Approximately 7 to 10 ml should have infused however bag was empty. There was no indications of leaking, no liquid on floor or around pump. The pump settings were reverified and appeared correct according to customer. Infusion was stopped and labs were checked often during half life of medication. Following the event, the partial thromboplastin time (ptt) was elevated. No signs of bleeding noted at the time. No harm to the patient. Argatroban was restarted later in the evening on a new pump without any issues. Patient did have a readmission to the hospital post discharge however this was confirmed as not a result of the over infusion.

Event description:
It was reported that the pump was programmed using guardrails for argatroban at the rate of 2mcg/kg/min with intended volume of 125ml. After forty five (45) minutes, it was reported the entire bag had been infused into patient. Approximately 7 to 10 ml should have infused however bag was empty. There was no indications of leaking, no liquid on floor or around pump. The pump settings were reverified and appeared correct according to customer. Infusion was stopped and labs were checked often during half life of medication. Following the event, the partial thromboplastin time (ptt) was elevated. No signs of bleeding noted at the time. No harm to the patient. Argatroban was restarted later in the evening on a new pump without any issues. Patient did have a readmission to the hospital post discharge however this was confirmed as not a result of the over infusion.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.